Manufacturer narrative:
As per fsr, the system had not been powered on since (B)(6) 2018. He charged the batteries overnight. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during field service installation of the device, the batteries were depleted. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.